Event description:
Related manufacturer reference number: 3006705815-2022-01569. It was reported that the patient experienced a fall and they wanted to check the system. Diagnostics revealed high impedances on all contacts of one lead. Imaging revealed a possible fracture near the anchor. The patient has effective stimulation with the other lead. It is unknown which lead has impedance issues, therefore both leads are being reported.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.